Event description:
During the eval of the returned homechoice machine, an overfill situation was discovered. The home patient's prescribed fill volume is 2400 ml. In 2008 in drain 2, the event log shows a drain volume of 3174 ml, indicating an overfill. Attempts were made to obtain additional info regarding the event; however, no additional info was made available.

Manufacturer narrative:
Eval summary: the product analysis laboratory (pal) evaluated the homechoice machine and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Per the event log and cycle by cycle uf log, in 2008 during drain 2 of 4, an overfill was identified. Based on a review of all available therapy, alarm and event log data the most probable cause of this overfill was determined to be incomplete drain / false empty detect during initial drain and drain 1 of 4. The drain volume percentage programmed in the homechoice machine for this pt was 85%.with this setting, if the drain volume is above 85% of the previous fill volume at the time the machine detects the flow of draining to slow/stop and interprets the home pt as empty, the machine will cycle to the next fill cycle. This can potentially leave fluid behind in the home pt causing a larger drain volume in subsequent drain cycles of therapy. The homechoice machine will be sent to the service area for refurbishment.